Event description:
Boston scientific received a speedband superview super 7 device with no associated information. This event has been deemed an MDR-reportable event based on investigation results which revealed that the bands had overlapped and moved from their position and the ligator head teeth were damaged/bent, suggesting that the device unable to deploy. Please refer to block for full investigation details. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the device was received. (B)(4). The returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had all the bands attached, some of them had overlapped and moved from their position. The trip wire was not secured. The ligator head teeth were damaged/bent. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The product analysis revealed that some of the seven bands attached in the ligator head had moved from their position and overlapped, and the ligator head teeth were damaged/bent, suggesting that the bands unable to deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands, this could have resulted to an improper deployment of the bands and causing more tension on the device, consequently, bending/damaging the teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.